Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (1,100 mcg at 220 mcg/day) via an implantable pump for unknown indications for use. It was reported that the catheter was not patent. It was noted there was no csf (cerebrospinal fluid) flow from catheter. Actions/ interventions included surgical intervention where there was a full system replacement. It was noted that part of the spinal catheter was unable to be retrieved.  The issue was resolved at time of report. The patient's status at time of report was alive- no injury. The patient's medical history was asked and will not be made available.  The event date was (b)(6 2021.